Event description:
It was observed that during the device evaluation, the subject device exhibited air/water nozzle had foreign objects and an image resembling a snowflake. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the image sensor unit led to the snowflake-like image. However, although foreign material was found in air water in the nozzle, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.